Manufacturer narrative:
The device was not returned for evaluation as it was discarded. Therefore, a no product return engineering evaluation was performed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints of crossing difficulty, withdraw difficulty, and valve dislodgement were unable to be confirmed due to unavailability of returned device and/or applicable procedural imagery. As the device was not returned, engineering was unable to perform any visual examination, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies . Furthermore, no abnormalities were reported during device unpacking or preparation. For the complaint of crossing difficulty, as reported, ''during the procedure, pre-dilation was successfully performed with a 25mm edwards bav catheter. Despite the pre-dilatation, it was not possible to cross the native annulus with the 26mm sapien 3 ultra valve and commander delivery system due to heavy calcification, angle and big aortic arch; which lead the system going upward into the arch and not into the native valve.'' Per the training manual, ''heavy calcification and tortuous thoracic aorta'' are the potential factors that can lead to crossing difficulty. It is possible that the delivery system and/or the crimped valve interacted or caught on the calcium nodules present in the native valve during crossing. Additionally, aortic arch tortuosity or angulation can also create suboptimal angles to cross the native valve resulting in the reported event. As such, available information suggests that patient factors (calcification, aortic arch tortuosity or angulation) likely contributed to the reported event; however, a definitive root cause was unable to be determined. For the complaints of withdraw difficulty and valve dislodgement, as reported, ''the decision was made to pull out the system and again pre-dilate the bicuspid valve. But, it was not possible to pull the valve back into the esheath due to patient anatomies and maybe the buddy balloon maneuver. Then, the decision was made to pull everything out in one pull and with the valve right outside the esheath. Again, the result was unsuccessful, the esheath got out but the valve and commander delivery system remained inside the access vessel due to tight tissue and calcification in the access vessel. After pulling several times the commander was pulled out, but the valve remained in the access vessel, the valve completely dislodged from the ds. As per medical opinion, the root cause of the event is related to anatomy factors: tight area and calcification.'' Provided imagery revealed slight tortuosity in patient's access vessel with mld measured at 5.3mm. Tortuosity can lead to non-coaxial withdrawal. It is possible that during device removal, the crimped valve could have interacted and caught at the distal tip of the sheath and led to the withdrawal difficulty. In addition, an undersized vessel diameter can create a constrained condition and further increase the force required for device withdrawal. In such condition, further device manipulation (e.g., pushed/pulled) to counter the withdrawal difficulty could have resulted in the valve dislodging from the balloon and left inside the patient. Based on the available information, patient factors (tortuosity, undersized vessels) and/or procedural factors (non-coaxial withdrawal (crimped valve), excessive manipulation) may have contributed to the complaint event. However, a definitive root cause is unable to be determined. No device problem or manufacturing non-conformance that would have contributed to the complaint event was identified during the evaluation. No labeling/IFU deficiencies were identified. Therefore, no further escalation (CAPA/scar/pra) is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
Edwards received notification from our affiliate in german. As reported, this was an implant case of a 26mm sapien 3 ultra in a bicuspid aortic valve by transfemoral approach. During the procedure, pre-dilation was successfully performed with a 25mm edwards bav catheter. Despite the pre-dilatation, it was not possible to cross the native annulus with the 26mm sapien 3 ultra valve and commander delivery system due to heavy calcification, angle, and a big aortic arch. This lead the system going upward into the arch and not into the native valve. Several maneuvers were performed with the system and a buddy balloon catheter was used to attempt to cross the native valve but with an unsuccessful result. The decision was made to withdraw the system and again pre-dilate the bicuspid valve. However, it was not possible to pull the valve back into the esheath due to patient anatomy and maybe the buddy balloon maneuver. Then, the decision was made to pull everything out in one pull and with the valve right outside the esheath. Again, the result was unsuccessful, the esheath got out but the valve and commander delivery system remained inside the access vessel due to tight tissue and calcification in the access vessel. After pulling several times the commander was pulled out but the valve remained in the access vessel, the valve completely dislodged from the delivery system (wire still inside and up the aortic arch). The decision was made to bring in a 26fr gore sheath in the attempt to pull the 26mm valve back into this sheath with a balloon placed behind the valve and partially inflated. This was unsuccessful. A snare was used to pull the valve partially into the 26fr gore sheath but when pulling the sheath and the valve out the snare snapped the only the sheath came out. A small crossover balloon was used to block the flow in the vessel and lower the amount of bleeding. Finally, a cutdown was performed to retrieve the undeployed valve from the patient. The vessel was closed. An additional covered 10x40mm stent was implanted inside the tf vessel to cover up possible bleeding. Beginning of the procedure the hemoglobin cell count was around 13-14 and dropped over time to 8. During the closure of the cutdown side the patient crashed without a noticeable bleeding. Patient needed blood transfusion. Reanimation was performed over several minutes, defibrillation was applied several times. A ECMO was placed. After that the patient was stable again with an implanted ECMO and with own sinus rhythm. Finally, patient received a sapien 3 ultra valve by transapical approach. ECMO and intubation were removed. Patient outcome was good. As per medical opinion, the root cause of the event is related to anatomy factors: tight area and calcification.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted. H3 other text : device was discarded.

Manufacturer narrative:
Supplemental report submitted to include additional information received through follow-up. Added health effect - clinical code per new information received and additional clinical review.